Manufacturer narrative:
This complaint is still under investigation.

Event description:
Patient was revised due to unknown squeaking noise coming from the hip. Intraoperatively found a small metal fragment in the insert. Hip was still stable and secure.